Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause was not reported. The patient was hospitalized for the event. On an unreported date the patient began treatment with an intraperitoneal injection of amikacin (250mg, in 1st bag and 3rd bag). It was not reported if the patient recovered from the event. Action taken with pd therapy was not reported. No information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis event was due to lack of aseptic technique (no further details). It was reported the patient remained on amikacin for seven days. On an unreported date the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.